Event description:
Caller reported that the insulin gauge on the pump displayed an amount different than expected. There was no adverse impact on the customer's blood glucose level. Tandem technical support guided the caller through the process of filling and loading a new cartridge to address the issue, and the caller agreed to monitor the situation and follow up if necessary.